Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, damage to the fio2 solenoid connector to the system board was observed. The system board needs to be replaced to address the issue.